Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose levels. Customer's blood glucose value was 400 mg/dl. The customer reported that insulin pump had no delivery alarm. Troubleshoot was performed. Customer was assisted in performing a 5.0 unit fixed prime and customer stated the insulin exited. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, unexpected restart error test, basic occlusion, occlusion test, prime and excessive no delivery test. No excessive no delivery alarm noted. Unit received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.